Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to loss of capture (loc) and not providing pacing therapy when required. It was reported there was nothing significant noticed on fluoroscopy. No additional adverse patient effects were reported.